Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this report includes final eval findings. No add'l info is expected. Eval summary: the user returned the actual complaint device to the MFR for investigation (lot a1525, manufactured december 2000). The investigation identified two malfunctions; a dialing screw glue bond failure and broken clear cartridge holder engagement tabs. The dial to dialing screw glue bond failure may result in an underdose. The broken engagement tabs, may cause an underdose. Corrective action, clear cartridge holder engagement tabs broken: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional." Corrective action, dial to dialing screw glue bond failure: a new dial and dialing screw resins were introduced starting with lot 150203, in feb 2003. Improper use and storage: there is evidence of improper use. Marks on the cartridge holder provide evidence that the engagement tabs were removed with an x-acto type knife. The user manual prohibits this behavior and is misuse.

Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female pt of unspecified age or origin. Relevant medical history and concomitant medications were not provided. The pt was taking an unspecified medication for the treatment of diabetes beginning on an unk date. On (B) (6)-08, the humapen ergo teal/clear pen body (lot a1525) it was reported that the device was no longer working and the cartridges would unscrew. This humapen ergo, teal/clear pen body is associated with (B) (4). The operator of the device was unk. The operator of the device was not a trained user. The pt had used this device model for nine months. The device was returned to the company on 21-apr-2008. The initial examination on (B) (6)-2008 found two broken engagement tabs on the clear cartridge holder, two cracked cch spring arms. It was unk if use with another humapen ergo device was continued. Further info will be added when received. Update 02-may-2008: additional info from the lilly global product complaint database received on 01-may-2008. Added lss analysis summary and updated EU/ca field. Update 06-may-08: upon review on 06-may-08. It was determined that case (B) (4) (created to correct initial receipt date recorded in (B) (4) had an incorrect initial receipt date and will be deleted from the database. All info from case (B) (4) and case (B) (4) has been transferred to this case.